Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that restarts are occurring. In addition, the monitor switches itself from running mode to discharge. This happens sporadically and was not reproducible during failure analysis. There was no pt injury reported. (B)(4).